Event description:
Pt had the new chemo connectors on. Chemo tubing disconnected from patient's line. Patient had the new chemo connectors on but not the blue part that wraps around the connectors there was no chemo spill or patient injury.